Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on october 22. The patient reported obtaining blood glucose readings of ¿174mg/dl¿ at 8am, ¿90mg/dl¿ at 12:25pm and ¿142mg/dl¿ at 2:02pm on the subject meter. The patient alleged that these readings were inaccurately high compared to blood glucose readings obtained on a onetouch vita meter, specifically ¿120mg/dl¿ at 8am, ¿66mg/dl¿ at 12pm and ¿119mg/dl¿ at 2:02pm. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with insulin. The patient denied developing any symptoms but stated that they administered 10 units of insulin at 9am in response to the reading obtained on the subject meter. No medical treatment was reported. The cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not take inappropriate action in response to the alleged inaccurate readings. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.